Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture, unknown grade. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a unknown mentor silicone prosthesis experienced bilateral capsular contracture, unknown grade, and bilateral rupture post procedure. A physical, and intraoperative examinations were performed by a physician and the issues were diagnosed. As a result, bilateral replacements was performed as follow: left replaced with cat #: 3507300mc, sn #: (B)(4), and right replaced with cat #: 3507300mc, sn #: (B)(4) on (B)(6) 2020. This report relates to the left prosthesis.

Manufacturer narrative:
Deice evaluation completed on november 24, 2020: during the visual inspection, the sample was found to be ruptured. Please note that the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).